Event description:
It was reported that the patient¿s implantable neurostimulator (ins) and lead component were explanted due to a skin infection. There was no alleged product issue reported. It was unknown as to the type of infection or if antibiotic treatment was necessary. Follow up information received 3 days reported that the patient was to be re-implanted on (B)(6), 2014. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional of the clinical study reported there was a (B)(6) and coagulase-negative staph infection at the stimulator site. The patient was being treated as an outpatient with intravenous antibiotics. The etiology was the stimulator pocket and was noted to possibly be related to the device or therapy and related to the implant procedure. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0bwyb, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3093-28, lot# va0bwyb, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).